Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction that required medical intervention. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2019. The patient experienced an abscess on the arm after wearing the sensor for 5-6 days. Patient went to the doctor who prescribed antibiotics as treatment. Patient was instructed by his doctor to go to the hospital where the abscess was opened, and the pus was drained. At the time of contact, the patient still had a bump on the arm where the abscess was located but was feeling fine. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional event or patient information is available.